Manufacturer narrative:
The device was received for evaluation. During functional testing, 'error 345' was not reproduced. A review of the history log revealed 'system error 345' messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed error 345 (thermistor disparity) upon device power up in the intermediate 3 department. There was no patient involvement. No additional information is available.